Event description:
It was reported that the pt expired. The pt was terminally ill with bony metastatic lung cancer. The managing hcp was notified of the pt's death by hospice. The pump contained hydromorphone 2.0 mg/ml; bupivicaine 40 mg/ml; compounded baclofen 300 mcg/ml and clonidine 150 mcg/ml at an infusion rate of 0.1499ml. The pt's therapy mgr was programmed for up to eight activations per day. The cause of death was not reported; reported to be unrelated to the implanted system.